Event description:
Per the audiologist, the pt's parents reported a "reddish skin irritation" at the site of implant. It was determined that the internal magnet had become dislodged from the magnet pocket. In 2006, a revision surgery was done to insert the magnet back into the magnet pocket.

Manufacturer narrative:
This is a final report filed, november 1, 2008.